Event description:
It was reported that stent damage occurred. The target lesion was located in the pulmonary vessel. A 9.0x30x135 cm express ld was advanced for treatment. However, upon entering the device into the patient's body, the stent was found damaged. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: express device 9x25x135 was received for analysis. The balloon was received tightly folded which indicates it had not been subjected to positive pressure. No issues were noted with balloon that could potentially have contributed to the complaint incident. A visual and microscopic examination found the stent to be mounted in the correct position on the device. No damage or issues were identified with the stent. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and microscopic examination of the device identified no issues with the markerbands or tip that could have contributed to the complaint incident. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the pulmonary vessel. A 9.0x30x135 cm express ld was advanced for treatment. However, upon entering the device into the patient's body, the stent was found damaged. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.